Manufacturer narrative:
On (B)(6) 2020, biosense webster inc. Received additional information that indicates the patient was a 79 year old male. Patient condition had improved. Device evaluation details: the bwi product analysis lab received the complaint device for evaluation on (B)(6) 2020 and the evaluation has been completed. The device was visually inspected and it was found in good normal conditions. Per the complaint, several test were performed. A deflection test was performed and the catheter was found within specifications. Sensor functionality was tested on carto 3 system and no anomalies were observed. Then, a stockert generator compatibility was tested and no temperature nor impedance issues were detected. Next to it, an electrical test was performed and no electrical malfunction was observed. Finally, catheter irrigation was tested and no irrigation issues were detected. A manufacturing record evaluation was performed for the finished device with lot number 30427189m, and no internal actions related to the reported complaint condition were identified. The customer complaint regarding the adverse event cannot be duplicated as intended. The instructions for use (IFU) states that careful catheter manipulation must be performed to avoid cardiac damage, perforation or tamponade. The device is working in specification. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).

Manufacturer narrative:
(B)(6). If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent a cardiac ablation procedure with a thermocool® smart touch® sf bi-directional navigation catheter and suffered cardiac tamponade requiring pericardiocentesis. During cavotricuspid isthmus (cti) ablation, the patient¿s blood pressure dropped to 100 units and cardiac tamponade was confirmed by transthoracic echography. Pericardiocentesis was performed to remove an unspecified amount of fluid from the pericardial space. After drainage, blood transfusion was done. It is unknown if extended hospitalization was required. Physician¿s opinion regarding the cause of the adverse event is that the catheter might have punctured the cti during the ablation. No bwi product malfunctions nor error messages were reported. Multiple attempts have been made to obtain clarification to this complaint. However, no further information has been made available.